Manufacturer narrative:
Following replacement of the open fuses, a medtronic representative went to the site to test the equipment. The imaging system then passed the system checkout and was found to be fully functional. The suspect fuses have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a spinal fusion, the line power light for the imaging system was not illuminated. Troubleshooting found that two fuses within the system were open. Following replacement, the system was operational and used in the procedure. The reported issue occurred when the imaging system was brought into the operating room (or). No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.